Event description:
It was reported that the non-invasive blood pressure (nibp) readings were inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing with a certified tester (simcube). The results of the analysis indicate the device produced results within specifications. There was no error detected with the device. The device was calibrated for assurance and tested again. The device passed testing and was returned back in service. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.